Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, there were multiple ventilator inoperative codes in the error log. Device problems associated with the ventilator inoperative codes include the following: the central processing unit could not communicate with the flow sensor using 12c bus, the central processing unit could not communicate with the pressure sensor using serial peripheral interface (spi) bus, the power fail voltage is outside its valid range for at least 10 seconds, the blower pressure sensor supply voltage is outside of its valid range, the software, detected that raw pressure sensor reading is outside its valid window for 10 seconds, and the software detected that raw blower pressure sensor reading is outside its valid window. The device's printed circuit board assembly required replacement to address the issues; however, the device was scrapped as per the customer's request. No foam particles were visualized inside the assembly. The device will be included in the fsn 2023-cc-src-039.